Event description:
Obese patient who was admitted with diastolic heart failure, diabetes and coronary artery disease underwent stent placement and angioplasty with no complications in cath lab. The sheath remained in the right femoral artery overnight. The next morning, the arterial line tubing broke apart at the connection above the pigtail. Blood backed up the line and patient had begun to lose blood when staff discovered the break. R.n.'s could not put the line back together. Line was pulled and rn held hand pressure on artery for 30 minutes. Arterial line device was discarded. A large hematoma 12 x 14 cm formed down the inside of patient's right leg. Pressure was applied until the hematoma softened. Estimated blood loss was 1 pint. Patient received transfusions. Her hgb prior to event was 9.6; after event hgb 8.8 and dropped to 6.9 two days later. Endoscopy done on this day to rule out unrelated gi bleed. Patient's hgb has increased daily with additional transfusions and is currently 10.1. Platelets were low when this patient was admitted 7 days prior to event. Post-transfusions, the platelet count is 72,000. Cause of low platelet counts has not been determined; additional transfusions given for low platelet counts. Patient developed a shock-like state and acute renal failure, ascites, respiratory failure due to fluid overload and received hemodialysis x 2 days; hemodialysis was stopped 9 days after incident. Patient remains hospitalized in stable condition.